Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. During the procedure a mitraclip xtr was successfully implanted on the anterior-3/posterior-3 (a3/p3) leaflet segment. A second mitraclip ntr was advanced to further reduce mr. The second clip had challenges capturing the leaflets and caused the first clip to have a single leaflet detachment (slda). The procedure was discontinued and the patient underwent a surgical mitral valve replacement.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device causing damage or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage appears to be related to procedural conditions (poor imaging). A cause for the reported poor imaging could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.